Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator 97715 intellis adaptivestim pain and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) leads experienced two falls in the last two weeks. Following the falls, the patient developed new left hip pain. During an attempt to reprogram the device, it was noted that stimulation was mostly on the right side despite using the left lead. The patient was advised to follow up with their physician to discuss the new pain and to update imaging of the leads. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. See pe (B)(4) for impedances.